Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion was dilated with an unk type balloon. The shaft of the 3.00 x 12 mm taxus express2 drug eluting stent broke into two pieces inside the guide catheter. The procedure was completed with a non-bsc stent. No patient complications were reported. Patient status reported as "fine". Additional information was requested, but was unavailable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.